Event description:
The complainant alleged that the physician was attempting an elective cardioversion on a male pt (age unknown) in atrial fibrillation, using a multi-function cable and stat padz electrodes. The device was discharged once at 200 joules and a second time at 360 joules, and the lateral portion of the anterior electrode arced both times the device was discahrged. The electrodes were applied to the pt's chest and back. The pt's chest hair had not been clipped or shaved prior to the procedure, but the clinician inicated that the pt was not excessively hairy. The clinician indicated that the pt was briefly converted to a normal sinus rhythm after the second shock was admnistered, but then the pt's heart rhythm went back into atrial fibrillation. The doctor then discontinued the cardioversion procedure. The complainant indicated that there were no adverse effects on the pt as a result of the reported malfunction.